Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was transported urgently to the hospital in the middle of the night. Complete atrioventricular block was confirmed by the electrocardiogram when the patient was transported with the device being programmed to ddd 60 paces per minute. When the physician touched around the pocket the pacing started again. The most recent information noted that the pacing impedance measurements had increased but were not out of range on the right ventricular (rv) lead. An intermitted fracture was suspected thus a procedure was performed. A new lead was implanted while this rv lead was surgically abandoned. No adverse patient effects were reported.